Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient reported feeling very ill and his blood glucose was elevated to 415 mg/dl. He stated that he injected insulin via syringe to lower his blood glucose. His normal blood glucose level is 120-130 mg/dl. He stated that when he inserts a new insulin cartridge into the infusion device he makes sure to remove all air bubbles and he primes all air from the infusion tubing. He stated that within a few hours, his blood glucose elevates and he finds air in his infusion tubing. To troubleshoot, the patient was instructed to fill a new insulin cartridge and to verify that no air bubbles were present. After inserting the insulin cartridge into the infusion device, he was instructed to prime his infusion set and insulin flowed from the end of the infusion tubing. He was then able to perform a 6 unit bolus and insulin flowed from the end of the infusion tubing. He was advised to contact his physician concerning continuous elevated blood glucose. Upon follow up the patient stated that he discovered that he was overtightening his adapter. He stated that since loosening the adapter he is receiving insulin correctly and he is doing well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.